Manufacturer narrative:
The insulin pump was received with corroded keypad traces. There was no button error alarm and no unexpected battery out limit noted during testing. The pump passed and all operating currents were in the spec range and passed. The pump was returned with minor scratches on the lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump battery out limit will not clear. Customer also reported that she changed the battery and button error flashed on screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident however troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.